Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump could not power on. The reporter stated the battery cap threads were stripped and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/22/2014 with the following findings: the pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching because the battery cap threads were damaged. There were battery compartment cracks observed in the thread area and below the grip pad. All testing was performed with a test battery cap. There was one pump reboot event observed in the black box on (B)(6) 2014 in reference with the clearing of a replace battery alarm. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Unrelated to the initial allegations, the keypad was torn at the up and down keys. All of the keys were still responding normally. Contamination was found underneath all of the key contacts. The pump powered on to a dim discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.